Event description:
A malfunction was reported by the caller involving a pump. There was no adverse impact to the customer¿s blood glucose level. The customer received information on how to reset the pump from technical support, and assistance was provided with the reset process. Technical support planned to follow up due to an additional issue of the pump's battery not charging, which was noted earlier in the day before the malfunction occurred.